Manufacturer narrative:
Replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc., (bci) stating that they received leaking cx/lx gamma-glutamyl transpeptidase (ggt) reagent due to loose cap. No injury was reported on this issue.